Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Corrected data:

Event description:
The customer reported they had a patient death on (B)(6) 2016 while a patient was being monitored with safetynet via a root and radius device and the rn caring for the patient stated she nor any other rn on the floor received a page notifying them of the patients condition.